Event description:
It was reported that the patient presented for routine implant of the right ventricular (rv) lead. During the procedure the pacing impedance measured above the upper limit and no capture was observed at high output. The procedure was completed with use of a replacement lead. The patient was stable.

Manufacturer narrative:
The reported events of high pacing impedance and failure to capture were not confirmed. As received, a complete lead with stylet inserted was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection and x-ray examination of the lead did not find any anomalies.